Event description:
Caller reported a malfunction on the pump, which displayed a resettable malfunction code. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the device. The malfunction did not recur after the reset. Customer was advised to continue using the pump and to call back if the issue reappears, which the caller acknowledged and understood.